Event description:
Arterial air alarms occurred during two routine hemodialysis treatments which could not be resolved. Treatment was discontinued without performing rinseback, resulting in an estimated blood loss of 190cc for each treatment. The pt was started on epogen due to a decrease in hemoglobin. No other medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. Review of the pt treatment log files confirmed the presence of air. The cycler alarmed appropriately. The reported blood loss events are attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the pt's blood in the event of an unrecoverable alarm. Facility staff has been notified. Nxstage medical considers this report closed. No add'l info will be provided.